Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not alarm no delivery. Customer stated that he woke up and reservoir was completely empty of insulin. Explained to customer that the insulin pump should alarm when there is no insulin. Nothing further reported.